Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer cleared the alarm and resumed insulin deliveries. There was no reported adverse impact to the customer's blood glucose level. As the supplies in use during the occlusion alarm had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.